Event description:
As reported by legal, approximately 7 years post op the left initial tsa, this female patient was revised. The device subsequently began to fail causing pain and noises. Revising physician noted that regarding the subject device: ¿the polyethylene spacer that is for the posterior stabilized implant, as well as the patella button, was also removed due to wear.¿ unable to obtain addition information.

Manufacturer narrative:
(D10) concomitant device(s): (B)(4) 02-010-01-0235 - logic femoral ps cem left sz 3.5. (B)(4) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(4) 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
1038671-2024-04481 1038671-2024-04480 1038671-2024-04479 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04481, 1038671-2024-04480, 1038671-2024-04479. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain, and/or, due to inclusion of the polyethylene in the packaging recall. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.